Event description:
It was reported that a patient received a 2nd /3rd degree burn on their neck the size of a thumbnail when the lightcable was placed on the drape in that area. The contact at the facility stated it was not the fault of the cable - the light source was not in standby at the time of the event.